Event description:
Two months after treatment with cosmoplast the patient presented with red, painful swollen areas at the treatment sites. The physician noted an area of drainage, of which was cultured with no growth noted only normal flora. The symptoms have been recurrent, treatment has included oral antibiotics, bacitracin and needle drainage.